Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#: 32640068x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left lap hemicolectomy, the unusual bleeding occurs and the sealing cycles were too short compared with usual performance. There was no re-grasp but activation and end tone was heard but sealing was inadequate/partial, the duration of the sealing cycle was strange, apparently was faster then usual. Although it seals until near the end cycle tone, the sealing was not being effective since first use. According with the surgeon, it was already reported in the mpxr report above, it seemed that the energy was not being applied at the jaws of the instrument. He performed all sealing 5,6,7 times in each package of tissue to achieve effective seals. No good seals were completed because the problem was detected in first use. There was ice felt compared with normal performance that no heating in the jaws of the instrument. Contrary with normal usage, no cleaning of the jaws was needed at all. The seal was adequate but bleeds after cutting. The vessel was fully transected. To complete the procedure, various seals were applied in packs of tissue to achieve sealing effectiveness, and in other brand were applied instead of usual ligasure sealing due to lack of confidence. The bleeding of 250ml was observed directly from the ligasure seal. No blood transfusion was necessary. The patient was not on any the patient on any medications. No medical/surgical intervention or reoperation done to patient to stop the bleeding.